Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements. During a device replacement procedure this lead was electively replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed two insulation abrasions. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment along with lead-on-lead contact. The reported high impedance measurements was likely the result of the lead damage observed by the laboratory.